Event description:
Two identical events occurred 4 days apart. Doctor was performing thyroidectomy using valleylab electrosurgical unit. When the doctor attempted to use the bipolar forceps, the unit would not function. Several cables were checked and changed out during the procedure with no avail. Finally, the unit was changed out and a second unit was tried. The same problem occurred with the second unit. Finally, an older codman bipolar unit was used to finish the procedure. The "faulty" units were sent to biomedical engineering for evaluation. After extensive troubleshooting, both by test equipment and on tissue, and diagnostic testing, biomedical technician could not find any malfunction or defect in either unit. It is believed by biomed that the forceps the doctor was using may have been too small to coagulate the amount tissue he was attempting to coagulate. Product use error.